Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that the belt cord got caught in between the patient's legs, causing her to fall. Patient reported she didn't feel right, and was in a hurry to get out of bed when this happened. Patient also was experiencing very low blood sugar. Patient never lost consciousness. Patient broke 2 vertebrae in her back and fractured her eye socket in from the fall. There was no alleged device malfunction contributing to the irritation. Patient was sent to the hospital by ambulance. Patient underwent surgery for this. Patient was moved ICU to a normal room during stay in the hospital.